Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the onboard batteries had been inserted into the freedom driver backward. The customer also reported that the patient was switched to a backup driver without adverse patient impact.

Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, a battery exchange test was performed, wherein the driver functioned as intended. The customer-reported fault alarm could only be reproduced by the forceful insertion of an onboard battery backwards in the battery well as reported by the customer. The root cause of the reported alarm was likely due to the improper insertion of an onboard battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4539 follow-up report 1.